Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that following a surgery in which the system was not placed into surgery mode as recommended, external devices could not communicate with ipg. Troubleshooting was unable to resolve the issue. As a result, surgical intervention occurred wherein the ipg was explanted.